Event description:
It was reported that during a peripheral angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the "pencil thin lumen" of the superior mesenteric artery. Selective catheterization was performed on the celiac and superior mesenteric arteries. A 5f sheath was exchanged for a 7f sheath. An express sd stent delivery system (sds) was advanced in the superior mesenteric artery but encountered resistance. The physician tried to pull the sds back into the 7f super sheath when the stent dislodged and was free on the 0.014 guide wire within the aorta. A loop snare was used to retrieve and fully remove the dislodged stent from the patient's anatomy. A 5mm x 4cm balloon catheter was advanced and dilated the superior mesenteric artery. The procedure was completed with a 5mm x 19mm express sd stent delivery system. The stent was post dilated with a 6.5mm balloon. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).